Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both battery and ac power. When powered on the partial display was observed and some parameters were not visible. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. The lcd module was replaced and the unit functioned as designed.

Event description:
The customer reported a partial display missing. Cannot see values. No patient impact or consequences reported.